Manufacturer narrative:
The referenced scope was returned for service/repair. The evaluation identified foreign material on the forceps elevator. Additionally, the following were found: angulation in the down direction is out of standards due to worn of angle-wire. The gap of right/left knob is out of standards due to worn of angle-wire. Insertion quantity is out of standards due to damage of the channel tube. Liquid leaks due to perforation of bending section cover. Liquid leaks due to perforation of channel tube. Forceps angulation is out of standards due to cutting part of elevator-wire. Guide wire angulation is out of standards due to worn of elevator-wire. Light guide lens has scratched. The adhesive part of bending section cover is broken. Adhesive part of bending section cover is discolored. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus ((B)(4)) was informed that the customer evis lucera duodeno-videoscope¿s ¿e/v cut off¿ during inspection before use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to user facility staff was likely insufficiently trained on device handling and reprocessing in accordance with IFU. It is also likely the light guide (lg)-lens adhesive was deteriorated by physical stress and dirt entered there or, inside of lg-lens parts were corroded because humidity entered the device from leakage, and the corrosion product remained as dirt. The event can be detected/prevented by following the instructions for use which state: -IFU (reprocessing manual) chapter 1 general policy states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. -IFU (operation manual). ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.